Event description:
Boston scientific received information that at the pre-discharge check the field representative noted that the right ventricular (rv) lead impedance measurement had increased from 500 ohms to 1500 ohms and the rv threshold had also increased from 1.8 volts to 3.5 volts at 2.0 ms. A chest x-ray did not reveal any significant findings. A revision procedure was performed where the lead was successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.